Manufacturer narrative:
The boston scientific field representative stated the patient was subsequently seen in the office and shock impedance was within normal limits during isometrics. The patient is being monitored via remote monitoring. Further testing will be performed when the device is replaced for battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported.